Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned and examination of the unit found scratched lcd screen. Internal examination found foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.

Manufacturer narrative:
Additional information was received section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a lump/knot in the throat next to the airway. Additional information was received about the alleged cancer. The section b1, b2 was updated and section h6 health effects - clinical codes were updated, section h5 - patient outcome code - outcome code was updated. Date due was updated event date was updated box b1 was updated product problem to both. Box b2 was updated blank to other. Box h1 was changed from product problem to serious injury. Box h5 - patient outcome code - outcome code was updated. Box h6 - health effect - impact code was updated.